Event description:
Material#: 309653, lot#: 3299568. It was reported by the customer that there is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Report 1: white residue found on bd 50ml IV syringe while compounding. IV syringes should be clean and sterile. IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up IV acetaminophen then noticed residue. She discarded apap vial and sequestered syringe. Lot: 3299568; exp: [redacted date]. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. Moc to escalate to appropriate groups for next steps. Report 2: white residue found on bd 50ml IV syringe while compounding. IV syringes should be clean and sterile. IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up sterile water for injection then noticed residue. She discarded swfi bag and sequestered syringe. She did not keep the outer wrapping so cannot confirm lot and exp. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. Moc to escalate to appropriate groups for next steps. Manufacturer response for bd 50ml IV syringe, bd 50ml IV syringe (per site reporter) materials retrieving the product and returning to mfg. Product#: 309653. Lot#: 3299568.

Manufacturer narrative:
(B)(4) follow up, a device history record review was completed by our quality engineer team for provided material number 309653 and lot number 3299568. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
Material#: 309653 lot#: 3299568. It was reported by the customer reported it is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. Verbatim: rcc received a complaint via email. Email(s) attached. Report 1: --white residue found on bd 50ml IV syringe while compounding. --IV syringes should be clean and sterile. --IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up IV acetaminophen then noticed residue. She discarded apap vial and sequestered syringe. Lot: 3299568; exp: [redacted date]. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. --moc to escalate to appropriate groups for next steps. Report 2: --white residue found on bd 50ml IV syringe while compounding. --IV syringes should be clean and sterile. --IV technician found white residue on a bd 50ml IV syringe. It is a white residue/gunk on the black area of the plunger (on the inside part that touches drug) and on the side of the black part of plunger. She drew up sterile water for injection then noticed residue. She discarded swfi bag and sequestered syringe. She did not keep the outer wrapping so cannot confirm lot and exp. Pedsp escalated issue to moc with pictures, added to variance and alerted IV techs to take extra care while compounding. Epedpic alerted central IV room pharmacist. --moc to escalate to appropriate groups for next steps. Manufacturer response for bd 50ml IV syringe, bd 50ml IV syringe (per site reporter) materials retrieving the product and returning to mfg. Product#: (B)(6) lot#: 3299568

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.